Event description:
It was reported that the patient experienced persistent hyperglycemia after initial training and setup of the ilet system, with troubleshooting revealing two bent infusion cannulas and completion of a supply change, device pairing, sensor pairing, and a factory reset to reinitiate learning. Symptoms included elevated blood glucose. Outcomes included user education, successful ilet and mobile app pairing, sensor pairing, completion of setup, and resumption of automated insulin delivery. Investigation included remote troubleshooting, review of infusion set insertion technique, and guided supply changes. Investigation of this case revealed bent cannulas associated with the infusion set, consistent with infusion site or insertion issues that can impede insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user technique and infusion set insertion factors considered. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.